Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial sensing decreased. Technical services reviewed latitude and noted there doesn't appear to be sensing in atrium, indicating either no activity or undersensing. It was later determined that the lead had pulled back because the patient is a twiddler. Subsequently, the lead was explanted and replaced. There were no additional adverse patient effects reported.